Manufacturer narrative:
The reported issue of side rail separated from the mobile cart was confirmed by our field service engineer (fse). The side rail was replaced and the ventilator was returned to clinical use. No parts were returned for investigation. The root cause of the reported issue has not been confirmed but is most likely related to an overload, or mechanical force that is above the specification the rail has been designed for.

Event description:
It was reported that the side rail mounted on the ventilator became dislodged. There was no patient involvement. (B)(4).